Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Tandem technica support (cts) discovered that cold insulin was used within the cartridge. Cts educated customer regarding insulin/cartridge labeling. Reportedly, the customer cleared the alarm and resumed insulin therapy.